Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a soft electrical reset was observed with the cardiac resynchronization therapy defibrillator (crt-d). Device function was not compromised and no action was taken. The device remains in use. No patient complications have been reported as a result of this event.